Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H6: method code was updated to 4114. H6: results code was updated to 213. H6: conclusions code was updated to 67. H10: narrative/data was updated. The reported device was not returned for evaluation and visual/functional inspection could not be performed.the reported event of driver dropping implant was not confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed for the reported device, as the lot number and item number associated with the reported product is not available. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Model # not provided by the reporter. Device requested and not returned . PMA/510k unknown.

Event description:
It was reported that while attempting to place an implant, the implant dropped off of the placement driver onto the floor. The procedure was completed with another implant. No delay. No patient interaction.